Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a water leak was observed originating from an unspecified location of an ak 96 machine during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. The on-site technician reported the device was repaired; however, no further information was reported. As the device was not returned for evaluation, no further testing could be performed. Therefore, a device analysis could not be completed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.